Event description:
Patient was revised to address chronic dislocation due to lifestyle and per surgeon non compliance. Patient has dislocated on (B)(6) 2022 and (B)(6) 2022 and was reduced via closed reduction. Surgeon removed head and poly liner. Surgeon trialed dual mobility construct for a 56mm cup. Surgeon was happy with stability through full rom. Doi- (B)(6) 2021. Dor- (B)(6) 2022. Affected side- left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.